Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 454mg/dl. The customer stated that she had flu, large ketones, and ketones in the blood at time of her admission. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found a-off alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula and it was not bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.